Manufacturer narrative:
(B)(4). The complaint device was not returned by the customer, therefore unavailable for a physical evaluation. We cannot discern a root cause for the reported failure mode. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review of the depuy synthes mitek complaints system revealed no other complaints for this serialized device. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
There is no surgery information. Another unit / unknown if competitor device was used to complete the procedure. The device with error code 200. It is a customer owned product.